Event description:
Complainant alleged that during functional testing, the device prompted a red "x" status indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp. Has not received the product for evaluation and this complaint is still under investigation.